Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("heavy menstruation cycle") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), anaemia ("extreme anemia"), uterine cyst ("uterine cysts"), uterine leiomyoma ("fibroids") and pain ("constant pain throughout her body"). The patient was treated with surgery (she underwent a total hysterectomy on (B)(6) 2017). At the time of the report, the menorrhagia, anaemia, uterine cyst, uterine leiomyoma and pain outcome was unknown. The reporter considered anaemia, menorrhagia, pain, uterine cyst and uterine leiomyoma to be related to essure. Diagnostic results: on unspecified date, patient had underwent a hysterosalpingogram during which it was confirmed that plaintiff¿s essure coils were properly in place and that her fallopian tubes were occluded. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.